Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that during a routine device changeout, the right ventricular (rv) lead was found to exhibit high shock coil impedances and it was not possible to obtain a signal from the lead via the analyzer. It was suspected that the lead had fractured while the physician was attempting to remove the device. Additionally, it was not possible to pass a stylet through the lead. The lead was capped and not replaced. No patient complications have been reported as a result of this event.